Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6.1 not detected on bus. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple half-height cubie pockets had failed and were not detected on bus. A field service engineer (fse) reseated the row board cable connections. The fse also reseated all cubie trays and pockets. Testing was performed, and all pockets and drawers were successfully recovered. The system functioned as intended after the field service engineer repaired the device.